Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the hard drive and the uninterrupted power supply cutoff switch, and loaded the system software. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a software corruption error message, and would not boot up. No pt injury was reported.